Manufacturer narrative:
Follow-up # 1. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's daughter contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015 at 7:30am. The reporter claimed the patient obtained a fasting blood glucose reading of 10.6 mmol/l with the subject meter and 8.0 mmol/l on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient does not take any medication to manage his diabetes. The reporter claimed the patient continued with his usual diabetes management regimen and started exercising in response to the alleged issue. The reporter claimed that within half an hour of when the alleged issue started, the patient developed symptoms of dizziness, headache and sweating. The reporter denied the patient received any treatment as a result of the alleged issue. The reporter denied the patient received any treatment as a result of the alleged issue but claimed the patient just rested the whole day. At the time of troubleshooting, the reporter confirmed the subject meter was set to the correct unit of measure setting and the test strips were in good condition. Csr determined that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the reporter through a control solution test and noted that the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.